Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a crtd system implant procedure, when the left ventricular lead was implanted into the coronary vein but pulled back when the sheath was split. When flushed, the flush came out from the insulation. The lead was no longer used and replaced. No adverse patient symptoms were noted.

Manufacturer narrative:
Final analysis confirmed the reported insulation damage, the damage was consistent with that occurring at the time of the surgical procedure; otherwise normal lead function was noted.